Event description:
Procedure: gastrectomy. According to the reporter: the stapler and anvil could not be connected. The doctor had to remove the anvil by making a small incision and set the anvil by suturing manually. Although the anvil and the stapler were checked outside the body the surgeon was unable to connect the two. Also the tip of the anvil did not tilt. Additional tissue resection was performed to correct the problem.

Manufacturer narrative:
(B)(4)